Event description:
The customer stated a false negative architect psa result was generated on the architect i1000sr. A known prostate cancer patient had a psa test that decreased more than 90 ng/ml to a result of 0.3 ng/ml after one month without any treatment. There was no further information provided by the customer. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect total psa, list # 7k70-26, that has a similar us product distributed in the us, architect total psa list 6c06. This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.